Event description:
On (B)(6), a 21mm trifecta gt valve was implanted. Per report from the patient's spouse, the patient died five days post-implant. Additional information was requested.

Manufacturer narrative:
A patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 21mm trifecta gt valve was implanted. The family returned a form to abbott patient device tracking that the patient died five days post-implant. After multiple attempts abbott obtained information from the physician that the death was not due to a malfunction of the device.